Manufacturer narrative:
No fluid noted under or in the lcd screen. No moisture damage noted on the electronics, motor, vibrator or battery tube assembly. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture. Customer's blood glucose level was unknown.. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.